Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, a definitive root cause could not be determined. However, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6)-y-o patient with a valve model 3300tfx21mm implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of 7 years and 1 month due to calcific degeneration leading to stenosis and regurgitation. There was no allegation of device malfunction. The patient presented with dyspnea at low exercise level (nyha class iii). A 23mm sapien 3 ultra valve was successfully implanted within the edwards surgical device using the transfemoral approach with no complication. The patient was noted as to be stable after the procedure.